Event description:
Additional information indicated that a revision procedure was performed and the lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the lead was fractured near the area that should be the suture sleeve. The physician has requested the patient get approval for a new lead from another facility as they no longer have an implanting electrophysiologist.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedances greater than 2000 ohms, loss of capture at maximum output, and no sensing. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.